Event description:
A customer observed negatively biased k- results for control fluids tested on the vitros 250 analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event determined that the customer loaded an immunowash fluid reservoir instead of an electrolyte reference fluid reservoir after performing daily maintenance. After loading the erf reservoir, acceptable control results were obtained. The root cause of the event is user error.